Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Do you have any photos? It was reported that the device was stuck on the external package. Please clarify was the device stuck to the inside of the sealed intact external package and upon the sealed package the device became contaminated? Did the device fall to the floor? Prior to opening the device was the sterility of the device in question? Was there a hole in the package or was the seal broken, not intact? Procedure? How was the procedure completed? Any consequence to the patient? Status of device return? If device was shipped, provide tracking number?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the mesh was implanted. It was also reported that during the procedure, the device was stuck on the external packaging and not on its support. The device was unsterilized at the opening. There were no patient consequences reported. Additional information has been requested.